Event description:
The customer received blood glucose readings of 59-72mg/dl on the contour next ez meter and when he tested on a different meter he received readings up to 190mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significantno adverse event was alleged.the customer was advised to return the test strips for evaluation.replacement test strips were sent to the customer